Manufacturer narrative:
Device received with a note stating: valve malfunction - remained open until iop was 0. Therefore the IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop as reported by customer could not be replicated or confirmed.

Manufacturer narrative:
The device history record (DHR) for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device was reported to be explanted and pending return to new world medical. Upon device return and evaluation, an addendum will be filed.

Event description:
Per the surgeon the valve malfunctioned and remained open. The surgeon replied, "it failed to open high pressures".